Event description:
Routine complaint investigation when a consumer reported receiving a reading of 288 mg/dl on their precision xtra blood glucose monitor when compared to a lab value of 88 mg/dl. The values, when plotted on the parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.